Manufacturer narrative:
Updated sections: b1, h1, annex codes: e, f, b. B5: it was reported that during an unspecified da vinci-assisted surgical procedure, a cable was observed to have broken on the monopolar curved scissor (mcs) instrument, the instrument was removed from the patient's abdomen and was replaced. The procedure was completed robotically and there was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a cable was observed to have broken on the monopolar curved scissors instrument, causing an unspecified injury. The instrument was removed from the patient's abdomen and was replaced. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Updated sections d9, h2, h3, h7, h9, annex codes g,b,c,d. Device evaluation: intuitive surgical, inc. (Isi) did receive the monopolar curved scissor (mcs) instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.